Event description:
It was reported that during an unk procedure, the device could not be opened after firing, not with the anvil release button or with the manual firing release lever. No pt consequences were reported.